Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached 261 mg/dl and that the cannula was out of the skin. The pod was worn between 36 and 48 hours. The pod was removed and discarded.